Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. Symptoms included drainage and redness at the sites. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well and the infection was completely gone.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.